Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is most likely that the reportable malfunction was due to physical stress and damage to the plug unit. However, a root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that due to damage to the plug unit, the image is not displayed. There was no patient involvement.